Event description:
It was reported that the patient presented to the in-clinic. It was noted that the device delivered inappropriate shock and anti-tachycardia pacing. The patient was in atrial fibrillation with rapid ventricular response or another type of supraventricular tachycardia that fell into the ventricular fibrillation zone. Programming changes were made. There were no adverse health consequences, the patient was stable.